Manufacturer narrative:
The serial number of the cobas e411 rack is (B)(6). The analyzer was inspected and a loose tubing was found to have caused the event. This part was adjusted. The investigation is ongoing.

Event description:
The initial reporter received questionable hcg+beta elecsys results from an unspecified number of patient samples tested on the cobas e411 rack. One example of discrepant results was provided: the initial result was 0.100 miu/ml. The first repeat result was 77.14 miu/ml. The second repeat result was 71.87 miu/ml. The third repeat result was 69.58 miu/ml.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) updated. The investigation determined the event was due to the punctured sample/reagent probe tubing. The customer did not report any other issues after service. The investigation determined that the service actions resolved the issue.